Event description:
The report received indicated that after stent post dilation, the balloon catheter could not be deflated. Attempts to deflate the balloon were unsuccessful; therefore, the balloon had to be over inflated to 28 atms until it burst. Once the balloon burst, the balloon catheter was removed normally and no further action was required. After the device was removed from the pt, there were no anomalies identified the balloon except for the burst induced. There was no injury reported; however, the pt experienced transient ECG changes and angina. The pt's current status was reported as satisfactory. Further info indicated, there were no anomalies encountered while prepping or inflating the balloon. There were no anomalies during inflation and a max pressure of 20 atms was applied.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information will be submitted within 30 days upon receipt.